Manufacturer narrative:
Device evaluated by manufacturer: the 27mm lotus edge was returned fully sheathed inside the sterilization bottle. The nosecone was over- seated. The release collar was noted to be in the starting position. Multiple severe kinks were noted to the distal section of the outer sheath. The kinks were on both the inner and outer curvature of the outer sheath. Due to the outer sheath damage, it was not possible to advance the device through an introducer sheath. The outer sheath, multi-lumen extrusion and guidewire ports were each flushed with 15ml saline before the device was unsheathed. The valve was locked and released without issue.

Event description:
It was reported that a delivery system kink occurred. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. An isleeve introducer sheath was placed. A 27mm lotus edge valve was advanced and difficulty was encountered. A kink in the lotus edge valve delivery system was observed when advancing up the aorta before the arch. The lotus edge valve was removed and replaced with another valve. The procedure was completed successfully without incident. The patient is doing well.

Event description:
It was reported that a delivery system kink occurred. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. An isleeve introducer sheath was placed. A 27mm lotus edge valve was advanced and difficulty was encountered. A kink in the lotus edge valve delivery system was observed when advancing up the aorta before the arch. The lotus edge valve was removed and replaced with another valve. The procedure was completed successfully without incident. The patient is doing well.